Event description:
It was reported that during a follow up it was not possible to measure the shock impedance measurements of this device, and two inappropriate charges were seen involving this device due to oversensing. Premature battery depletion was also alleged. A review of the device data by technical services (ts) confirmed non sustained episodes and non physiological high amplitude artifacts and noise. Ts discussed performing an in office evaluation to determine the root cause of this issue. Further evaluation of the device data by engineering confirmed that the device was exhibiting an unexpected behavior and needed to be replaced. No adverse patient effects were reported. The device remains implanted.